Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on current electrograms (egm) during atrial arrhythmia and stored episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.